Event description:
It was reported that there was an epidural confirmed by a magnetic resonance image (MRI) on (B)(6) 2009. The patient developed weakness and numbness of the lower half of her body. This resulted in in-patient hospitalization. The pump and catheter were explanted. The outcome was resolved without sequelae on (B)(6) 2009. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).